Event description:
Boston scientific received information that this system exhibited out of range right ventricular (rv) lead pacing impedance measurements. A lead fracture was suspected and the physician elected to turn device therapy off. At this time, the physician and patient are deciding whether to move forward with a system replacement. No further information is available at this time and no adverse patient effects have been reported.

Manufacturer narrative:
Additional information was received indicating this right ventricular (rv) lead continues exhibiting out-of-range (oor) pacing impedance measurements greater than 2000 ohms. Therapy continues to remain programmed off as the patient was placed in hospice care. Additionally the local area field representative reported the physician will continue to monitor the situation, however no system revision is planned due to the patient's age. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative. No additional information is available at this time and our records indicate this lead remains in service. Should additional information become available this report will be updated.